Event description:
Customer reported that a cartridge for insulin delivery was damaged, resulting in multiple alarms and requiring the replacement of the cartridge several times over a span of several days. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer successfully resumed insulin therapy after changing the cartridge, although the damaged cartridge was not available for return.